Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 105 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 125 mg/dl and 116 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). He is taking metformin to manage his diabetes. He has not had any changes in his diet.